Event description:
The customer reported that the q-CPR meter failed to show compressions when in use on a pt. The involved pt died. The customer did not report that the qcpr issue had any impact to the pt outcome.

Manufacturer narrative:
(B)(4). The customer reported that the q-CPR meter failed to show compressions when in use on a pt. The involved pt died. The customer did not report that the qcpr issue had any impact to the pt outcome. CPR can still be delivered without the use of a meter. On (B)(4) 2012, a philips field service engineer went to the customer site to evaluate the device. The reported failure could not be recreated or confirmed. Due to the reported failure not being recreated, we can not determine the cause of the reported issue. The q-CPR meter remains at the customer site.